Manufacturer narrative:
Since the detailed implantation date was not provided (only the year of implantation was provided), an estimation of the implantation date has been added: (B)(6) 2007. Please refer to the attached analysis report.

Event description:
The subject pacemaker was reportedly implanted in (B)(6) 2007, and is programmed in ddd/amc with 100% of sensing in both cavities. The displayed residual longevity is 137 months and the battery impedance is 1.35 kohms. The physician has doubts concerning the value of the residual longevity.

Manufacturer narrative:
The serial number and the implantation date are unknown.

Event description:
The subject pacemaker was reportedly implanted in 2007, and is programmed in ddd/amc with 100% of sensing in both cavities. The displayed residual longevity is 137 months and the battery impedance is 1.35 kohms. The physician has doubts concerning the value of the residual longevity.